Event description:
Report received of a tubing separation. The pt was receiving lactated ringers via gravity at an unspecified rate when the tubing reportedly "broke away from the hard part of the y-connection" at the distal y-site. The pt noted blood leaking and notified the nurse. The amoung of solution and blood loss was unspecified. The tubing set was replaced and the therapy was resumed. No medical interventions were required. Though requested, no additional info was provided.